Event description:
In 2008, the baxter sales representative reported that on the previous month, the slip fit connector of the extension set disconnected from the intravenous (IV) catheter (unknown manufacturer causing a 20 milliliter blood loss for the neonatal patient. The nurse specialist stated the patient was smaller in weight (unspecified weight), and was reportedly symptomatic enough from blood loss to require a blood infusion. The customer discarded the sample due to blood contamination. All connections were adequate prior to the disconnection. This is the first of three cases reported. The nurse specialist stated that the problem was resolved by removing the entire stock of product and replacing it with a suitable luer lock t-connector extension set (product). He believes that this action along with other internal measures they have taken will prevent any future events. Per the customer, since this is a closed matter, he will not be able to spend the time helping to complete baxter's investigation of the problem. The customer did share with product surveillance that in every case of baxter extension set was connected directly to the IV catheter bd insyte-n autoguard 24 ga 0.56in. The patient is reportedly stable.